Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient had a pocket revision. New lead extensions were added, and the pocket was moved to the patient's abdomen. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.